Event description:
Trade name: model / type / reference autoshield duo bd 5mm/30g / autoshield duo pen needle. Business address is the issuer of the report the corresponding to materiovigilance? No. Serial or lot number (B)(6). Use of the patient's own needles, with which she was accustomed to prick, during the next injections. Glycemic monitoring. Clinical consequences observed the patient did not get her dose of rapid insulin. Blood sugar levels remaining at a high level. If necessary: name, position, telephone, fax of the user to be contacted circumstances of occurrence / description of the facts during a rapid insulin injection, made by the patient herself, observation that insulin was leaking from the injection site when she removed the pen, and the same was true when the ide performed the injection. The needle dived though skin because there was minimal blood, but probably did not penetrate.

Manufacturer narrative:
Additional information provided in b4, c, g6, h2, h11. Correction made to h6 (investigation type, investigation conclusion). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.